Manufacturer narrative:
. Date of event: unknown, not provided, but the best estimate date is on or after (B)(6) 2025. If explanted; give date: unknown, information was requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded, toric ii monofocal intraocular lens (zcu225) was implanted and explanted. The procedure was performed on the right eye. The reason for the explant was not specified. No further information provided.